Event description:
Additional information was received from the manufacturer representative (rep) reporting that per the patient their device was not causal or contributory with respects to them being hospitalized due to severe stomach pains/virus. It was reported that the patient was having intestinal issues and was seeing a specialist and was seeing a specialist, which was all the rep was told. All diagnostics / troubleshooting / interventions that was performed had already been reported. The patient was doing well with the stimulator and coverage. The rep did not have the patient¿s relevant past medical and surgical history. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. This event is no longer a reportable event. MDR decision corrected to not reportable.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023: product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #:(B)(6), ubd: 07-aug-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in the hospital. Patient is in the hospital due to severe stomach pains, she was diagnosed with a virus, they think it¿s the stimulator. She was going to have a egd to determine what is going on. Patient said she started getting a bad stomach ache a few days after her implant, they told her that it was just a bug that she may have had prior to implant, now they are saying pain may be caused by stimulator. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.